Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported battery failure (red alarm) has been completed. Long term log analysis of the battery data revealed that beginning before the complaint date of occurrence, cell 4 voltage of battery 1 had been declining for an extended period of time. It was confirmed that the persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted for the first time in the laboratory, the console alarms were consistent with what was seen in the field. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) produced a battery failure alarm. The console was replaced, and the procedure continued normally. No patient harm was reported.